Manufacturer narrative:
Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16: using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 429 mg/dl while wearing the pod between 4 and 24 hours. Patient self-treated elevated bg levels with new pod and injection of insulin. Patient noticed the cannula was bent when pod was removed from infusion site (arm). In addition, the cannula did not move forward, indicating a needle mechanism failure.